Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a latch that would not stay closed was confirmed and determined to be supplier related. The products returned for evaluation were one 6-8.5fr universal plus statlock without product information and one 12-14fr statlock for ref: vupd1214 and lot: jujx1566. No defects were identified in the 12-14fr statlock. Given the lack of relation of the 12-14fr to any reported event, receipt of the device will be documented in this investigation, but the rest of the investigation will be conducted on the 6-8.5fr statlock only. A gross visual inspection of the 6-8.5fr universal plus statlock was unremarkable. The unit was functionally tested by attempting to close the latch. The latch was able to be closed. However, any slight movement of the retainer would cause the latch to release from the catch on its own. Microscopic inspection at the interface between the latch tabs and the catch found that the latch tabs would not fully advance into the catch when the latch was in the closed position. The latch tabs were measured and found to be within specification. The distance from the silicone bump pad to the edge of the retainer was measured and found to be too large. A larger distance in this area would cause the door of the retainer to sit further away from the catch when closed, preventing the latch tabs from fully advancing into the catch. The features observed indicated that the retainer was incorrectly molded during product manufacture. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that there is a problem with the closing mechanism. It does not stay closed, reopens automatically, or if it does close, it does not hold over time and can reopen at any moment. Seems to apply to any size. Most of the time placed under ultrasound guidance. A specific number of affected devices or patients was not provided by the complainant.